Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00163. This is the first MDR submitted for the first suspect product. A pt was skin tested with no response noted. The pt was injected with 2.0cc one formulation of collagen and 1.0cc of a second formulation. Areas treated were the bilateral nasolabial folds, upper lip lines and perioral lines. The treatment was uneventful. The pt called and was seen in the office exhibiting erythema, swelling, clumping and itching at all treatment sites. The test site also became swollen and red at the same time. The pt was advised to use an ice pack to affected areas for swelling. Pt was also told to take oral benadryl as needed for itching.